Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related manufacturer reference number: (B)(4).

Event description:
The article, "comparison of anatomical features and postoperative clinical results of asd between two types of asd closure devices", was reviewed. This research article is a retrospective single center experience to analyze the postoperative clinical results between both devices and the anatomical features of each atrial septal defect in the hospital. Devices involved included amplatzer septal occluder (aso) and figulla flex ii septal occluder (fso). The article concluded that asos were placed in posterior rim defect cases and fsos in aortic-superior rim defect, septal m malalignment, and extensive rim defect cases, but there were no differences in patient characteristics or treatment efficacy and safety outcomes between the two devices. The author of this article is kotaro miura, md, department of cardiology, keio university hospital, 35 shinanomachi, shinjuku-ku, tokyo 160-8582.

Manufacturer narrative:
As reported in a research article, (B)(4) underwent percutaneous asd closures between (B)(6) 2014 and (B)(6) 2020; the devices associated with this study were amplatzer septal occluder (aso) and figulla flex ii septal occluder (fso). There were no differences in the clinical performance of death between the two groups. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.